Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 5 to 6atm for less than 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.